Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that a centrimag motor was not recognized when plugged into a centrimag first generation console. The motor disconnect alarm was constantly on display. Additionally, the set rpm option was never displayed. The same problem occurred when connected to different centrimag consoles. The suspect motor was returned to for analysis. This event was previously not reported due to no patient involvement. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.